Manufacturer narrative:
The pump did not have a battery installed when it was received. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip and a stained end cap sticker. There was no data analysis available due to the pump not having a battery installed when received.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the cause of death was diabetes complications. The caller also stated that the customer had a massive heart attack and was hospitalized on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that, in her will, the customer donated that insulin pump to a relative and the insulin pump has been in use by that relative since customer's passing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.